Manufacturer narrative:
(B)(4). Physio-control recommended that the customer, a biomedical engineer, replace the hard paddles assembly and that proper device operation through functional testing be completed prior to placing the device back into service for use. The hard paddles assembly (part number 3200936-030, lot code 29200) was disposed of by the customer; therefore it was not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing a preventative maintenance (pm) inspection on their device that the adult paddle plate separated from plastic housing of the hard paddles assembly when they were removed from the device's paddle wells. As a result, defibrillation with the hard paddles was not possible. There was no patient use associated with the reported event.